Event description:
The initial report stated that water leaked from the connection of the tubing. They opened another needle electrode and completed the radio frequency ablation procedure without any further problems. Sterile water was in use. There was no pt injury. Upon return and eval of the device in 2008, they discovered it was leaking from the handle which would be within the sterile field.

Manufacturer narrative:
Date of initial report: 7/16/2008. The incident sample was returned and confirmed to leak. Valleylab labeling regarding the setup of the cool-tip system includes the use of the sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.